Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2016. Revision of knee components due to patient fall and joint opening. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.